Manufacturer narrative:
Accudent xd instruction for use contains the word "spearmint" under composition of tray material and under composition of syringe material. Due to the presence of spearmint in accudent xd, the dental office should not have used the product on a patient with a mint allergy. Device not returned to manufacturer.

Event description:
Patient reported a mint allergy in her medical history. The doctor's staff checked packaging and labeling of accudent xd and could not find any evidence of the word "mint". As a result, the dental staff assumed the product was safe to use for this patient. A few hours after exposure, the patient had significant respiratory symptoms, and developed painful ulcers on her lips and buccal mucosa. The patient managed her reaction with benadryl. Accudent xd IFU does contain the word "spearmint" under composition.